Event description:
The patient reports that the scs system is not functioning. The sjm representative met with the patient and confirmed the ipg was end of life and was unable to communicate the ipg with the charging system. The patient stated he has not recharged in over a year. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.